Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown gamma nail. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that surgeon revised patient's left hip gamma nail for non union. Surgeon removed and implanted a new gamma nail in a new position.